Event description:
Patient presented to cath lab for atrial septal defect repair. Doctor opened and inserted a 30mm and 32mm device but was unable to safely deploy the devices in the defect. Both devices were removed. He decided to upsize to a 37mm device. The staff opened the device, and it was defective. The supplier comped us for the defective device. An additional 37mm device was opened and inserted into the patient. The device was deployed, and the procedure was completed without any complications. Due to the operational waste policy 3 devices were opened and uses as indented but ultimately 2 of the 3 devices were removed. The patient should be charged for all 3 devices per policy. Manufacturer response for transcatheter septal occluder, gore cardioform asd occluder (per site reporter). Vendor reimbursed for product.